Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the device turned off randomly, though it was noted that its battery shorting bar was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator turned off randomly, even following battery replacement. The generator was returned for service. There was no patient involvement.